Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was eroding through the patient skin. The entire ipg system was explanted and will be replaced in the future. No further patient complications have been reported as a result of this event.